Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a procedural delay occurred as it took time to load the replacement valve. According to the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in 0.2% glutaraldehyde solution inside a heart valve return kit jar. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state with the inflow exhibiting an elliptical appearance. As received, all leaflets were partially open with a gap between all free margins. The leaflets were flexible and intact. Leaflets exhibited signs of creases. All commissures were intact. Remnants of bloody host tissue were noted on the tissue and frame. A bent strut was observed on the outflow crown. The damage is suggestive of possible frame misalignment during the loading process. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation, however, the observed bent strut remained. Due to the damage on the frame, loading and deployment simulations were not performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0012151568); product type: 0195-heart valves product ID d-evolutfx-34 (lot: 0012176547); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no issues occurred during crimping, and overlap during loading was only present to the second node, and was therefore acceptable for use. During the first positioning attempt, a clear infold was seen in the valve. The valve was recaptured and removed from the patient. A new valve was loaded and the implantation completed successfully. No adverse patient effects were reported.